Event description:
Caller reported patient's blood glucose was elevated to 461 mg/dl and he did not believe the device was delivering any insulin. Patient attempted, several times, to prime when disconnected and no insulin came out of the tubing. Patient found the piston rod was spinning. Caller stated patient has needles for backup.